Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 100 mg/dl and their sensor glucose read 60 mg/dl. The customer was advised the differences in their sensor glucose and blood glucose was not within acceptable range. It was also found the sensor was crimped into a z shape upon removal from the customer's body. It was also found the customer had calibration error, change sensor, and bad sensor alerts. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications. We performed bicarbonate buffer test; sensor passed with accurate readings.